Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: one photo was provided; the picture shows a device with the triggers and jaws open with a white reload loaded. Due the quality of the picture it is not possible see the condition of the reload. Based on the photo alone the event describe cannot be confirmed. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported during a laparoscopic radical nephrectomy, the consultant urology surgeon attempted to use an ethicon endopath ets-flex articulating endoscopic linear cutter to divide the renal vein. The consultant urologist called in a consultant general surgeon who confirmed the stapler was not working correctly then proceeded to occlude vein using one gold hem-o-lok clip. The urologist consultant took over and put two further gold hem-o-lok clips under and proximal to the ets stapling device and the ets was then removed and the vein was safely divided. It is unknown if another like device was used to complete the procedure. There were no patient consequences reported.